Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2018.

Event description:
A report was received that the patient had difficulty keeping the ipg charged. The patient underwent an explant procedure. No further information could be obtained.